Event description:
It was reported that the customer was hospitalized for high blood glucose, due to the meter being unavailable for use. The customer stated that his aviva system had not been powering on for a few days. The customer reported that he woke up at 6:00 am with small chest pains. At this time the customer attempted to test on the aviva system, but it did not power on. The customer stated he took his prescribed 500 mg of metformin and 30 units of tresiba in the morning with breakfast. The customer indicated that he also takes a sliding scale of novolog twice a day based on meter readings. However, since his aviva system had not powered on for the past few days, he had not been taking his novolog insulin. At 4:30 pm the customer indicated that his chest pain worsened and his vision became blurry. He attempted to self treat by taking 3 pills of nitro for his chest pain. He then advised his niece to call 911. At 5:00 pm the emt's arrived and received a blood glucose result of 490 mg/dl. The emt"s treated the patient with 5 shots of nitro and he was informed that he had suffered a heart attack. The emt's then transported the customer to the hospital. The customer reported that he arrived to the hospital at 5:30 pm. He states upon arrival at the hospital that his blood glucose level was too high for the ER's meter to register. At the hospital the customer was treated for a heart attack and high blood glucose. The hospital treated the patient with an unknown amount of insulin. The customer was informed by the doctor that his high blood glucose caused him to have a heart attack. The following morning the doctor received a blood glucose result of 95 mg/dl and customer was stable. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged. The serial number was not provided. The blood glucose monitor was requested to be returned for product evaluation.